Manufacturer narrative:
Insulin pump received with pump error alarm during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.

Event description:
The customer reported via phone that the insulin pump had error alarm. Customer¿s blood glucose was 170 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Customer stated that the insulin pump was exposed to moisture. Customer stated that the insulin was leaking from the reservoir. Customer states there was fluid in the reservoir compartment. The insulin pump will be returned for analysis.